Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event occurred at or before first clinical use (out of box failure) at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was reproduced while running flow test. A review of the event history log identified downstream occlusion. The cause was determined to be an out of specification force sensor reading. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.